Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination . A secondary issue was also noted as meter having a broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The following additional information was obtained by global pharmacovigilance on 06/29/2010: the patient's dilaudid infusion was started on (B) (6)2010. The patient should have had 16ml of dilaudid left after the infusion. The patient was given one dose of narcan 0.2mg, intravenously on (B) (6)2010 to offset the overdose of dilaudid. No additional information is available.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter powers off during use. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.